Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 106 mg/dl. The customer reloaded the cartridge, and during a follow-up call, the customer reported that the fill estimate updated to 365 units. The customer declined further follow-up from tandem technical support and confirmed pump performance would continue to be monitored.